Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release manufacturing specifications. A review of the sterilization records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required defined categorize fields the and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The bxal087901j sn (B)(4) UDI: (B)(4) is being reported separately.

Event description:
The following was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment using the kissing stent technique for thrombus occlusion of the right common iliac artery and stenosis of the left common iliac artery (75%). Gore® viabahn® vbx balloon expandable endoprostheses (vbx devices) were implanted bilaterally in the common iliac arteries each to abdominal aorta. (Right: bxal087901j, left: bxa085901j). The blood flow was improved. On (B)(6) 2021, the patient presented with fever. A CT scan showed aneurysms and abscesses in the abdominal aorta and right common iliac artery around the implanted vbx devices. Both suspected to be due to infection. On (B)(6) 2021, antibiotics were administered and the patient was monitored due to elevated c-reactive protein (crp) and an enlarged aneurysm identified by CT imaging. The enlarged aneurysm was suspected to be caused by a gutter leak from the proximal end of the vbx devices implanted by the kissing stent technique. On (B)(6) 2021, the patient presented with lower back pain. A CT scan was performed and an impending rupture of the abdominal aortic aneurysm was suspected. On (B)(6) 2021, the abdominal aortic aneurysm ruptured, and the patient underwent emergency treatment. The vbx devices were explanted and y-graft replacement was performed. The patient's condition became stabilized. Reportedly, regarding the possibility of vasculitis or other diseases, it was unlikely to occur at the age of 80 with no previous history. As reported, the physician stated: the explanted specimen (the vbx devices+ surrounding tissue) was submitted to pathology, but no tests for infection were performed. A blood culture was done and the results were negative. It is unknown if it was an infection or not. However, based on the findings of the CT images and the condition of the vessel wall when the vbx devices were explanted, I think the possibility of infection could not be ruled out. The route of infection is unknown, but since it has been two months since the vbx devices product were implanted, it is not considered to be an intraoperative infection.